Event description:
The customer reported that when entering the settings mode a 'system error' message is displayed. There was no patient involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.